Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was air bubbles in the tubing and reservoir. The customer also noted an insulin leak past the first o-ring, but not past the second o-ring. The customer's blood glucose was 21.8 mmol/l. The customer stated insulin was not present on the insulin pump. The customer was advised the leak observed could be an air bubble in the reservoir that is expanding. The customer was able to prime the air bubbles out of the reservoir at the end of the call. The reservoir will not be returned for analysis.